Event description:
Reportable based on analysis completed on (B)(6) 2013. It was reported that the stent was unable to cross the lesion. Vascular access was obtained via the radial artery. The 4.0-4.5 mm, de novo target lesion was located in the severely calcified and moderately tortuous right coronary artery. A 32 x 4.00 omega bare metal stent was selected to treat the lesion but was unable to cross the lesion. After several predilatations, the physician was able to complete the procedure and implanted a 4.0 x 24 omega stent. No patient complications were reported and the patient is stable. However, analysis found that the proximal row of stent struts were bent and flared.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an omega stent delivery system (sds) and stent with a carrier tube. The balloon was tightly folded with the stent secure on the balloon between the markerbands. There were multiple hypotube kinks. The first proximal row of stent struts were bent and flared. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).